Event description:
It was reported that when the shipment was received and while the flexima drainage catheter was being placed into the cabinet, it was noted that the seal was open and the device fell out of the package. There was no patient involvement.

Event description:
It was reported that when the shipment was received and while the flexima drainage catheter was being placed into the cabinet, it was noted that the seal was open and the device fell out of the package. There was no patient involvement.

Manufacturer narrative:
Device (B)(4) relates to component (B)(4). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: residue was not present on the device/ components indicating it was not used. The condition of the product indicated the catheter had not been removed from the original pouch packaging. From a visual evaluation, it was found that the original product pouch was torn close to the bsc manufactured seal end at the bottom of the pouch and the distal end/ pigtail of the catheter was sticking out of the pouch. Examining the torn section, the manufactured seal was found to be intact, confirming that the seal was intact during manufacturing/ packaging at bsc. The tear was noted on the mylar/ transparent side of the pouch, near the bsc manufactured seal, through which distal end of the catheter was sticking out. The supplier manufacturer seals along both the sides were also found to be intact with out any breach through out the length of the pouch and the chevron end (top of the pouch). No damage was observed on the device and the other contents inside the pouch. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).